Manufacturer narrative:
Data analysis: on 11th june 2025, though the epm hw revision was correct (sau_sens_eep_1 hw rev. 0 version c 0 epm_v6_0) as a known good epm hw revision, the console still received the controller failure (epm1 sw corruption) - alarm, event #1029. The console was turned off and rebooted four more times, and event #1029 was persistent. Note: event #1029 could occur due to epm software corruption or the incompatible hw revision. Device analysis: the console (B)(4) was returned to field service for further investigation. The reported failure mode was able to reproduced. Upon booting, the console received the controller failure alarm. Further, tried to access the firmware file through communicating with the micro, but was not able to even tried multiple times. The impellatronic pca was replaced with a known good one, after which the controller failure alarm not triggered. Additionally, the console was run with the known good pump and purge cassette, and no issues were observed. Root cause: the root cause for the controller failure (epm 1 sw corruption #1029) was due to the failure of the impellatronic pca.

Event description:
The user facility reported that the automated impella controller (aic) was undergoing preventive maintenance and found to have a red controller failure alarm. The issue was found outside of patient use.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.